Manufacturer narrative:
(B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The user facility is foreign; therefore a facility medwatch report will not be available. The product will not be returned by the hospital for an evaluation. It is reported that the revision took place because of the patient's condition. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 2 of 5 for the same event. Reports 1 and 3 through 5 are reported on MFR # 0001032347-2016-00339 and 0001032347-2016-00341 through 0001032347-2016-00343.

Event description:
It is reported that an implant was explanted due to a skin necrosis. It is reported that the revision took place because of the patient's condition. A new implant will be installed to accommodate the patient's skin condition. Date of event is the date the revision is scheduled to take place.

Manufacturer narrative:
Although the product was not returned, a device evaluation was conducted. Based on the evaluation, fields were updated. The product identity was confirmed through the patient matched implant design form. Due to a revision taking place to explant the implants, the complaint is considered confirmed. However, the distributor states "it is no complaint case." The distributor makes no allegations the implant is not performing as intended and suggests instead that it is due to patient condition. The most likely underlying cause of this complaint is patient condition. As the most likely underlying cause of this complaint is due to patient condition. The distribution history of these products were reviewed and attached. There are no indications of manufacturing defects. This is report 2 of 5 for the same event. Reports 1 and 3 through 5 are reported on MFR # 0001032347-2016-00339-1 and 0001032347-2016-00341-1 through 0001032347-2016-00343-1.